Manufacturer narrative:
Apoc incident #( B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a patient. There was no patient information, no details surrounding the event. Cartridge lot# information was not available at the time of this report. There were multiple requests for information but to no avail. Method: date: positive/negative: I-stat , ni , positive, atellica , ni , negative. I-stat critical cutoff range: 3-13 ng/l, used for any gender. Atellica grayzone hs-tni cutoff is equal to or greater than 45 ng/l. Atellica positive hs-tni cutoff is equal to and greater than 120 ng/l. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci, sex n , (ng/l, pg/ml) (ng/l, pg/ml), female 490, 13 , (10, 17), male 404 , 28 , (19, 58), overall 895 , 21 , (14, 30).

Event description:
Na.

Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 29-jan-2026. The two most recent shipments of hs-tni cartridges to the site prior to the observation of discrepant results include lots a25189a and a25264. These two lots were therefore investigated. A review of the device history records confirmed the cartridge lots met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lots a25189a and a25264.